Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin rash while wearing the lifevest. The patient was advised by a nurse to apply unscented lotion. The patient indicated that the rash was gone.